Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it was disposed; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records shows that the device met its material, assembly and product specifications. The most probable root cause is attributed to operational context. (B) (4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the mildly tortuous left anterior descending (lad) artery. The 3.0x16mm taxus drug-eluting stent delivery system was unable to cross the lesion. When the device was removed from inside the body and examined, it was noticed that the stent was deformed. The procedure was completed with a different device and there were no patient complications. The patient's current condition is listed as "good".